Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed as no device was returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565-2019-03820, 0001822565-2019-03821. Concomitant medical products: unknown part, lot- screw, baseplate, taper adaptor. Report source: foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address glenosphere disassociation attributed to screw back out in-vivo . No further information has been made available at the time of this reporting.